Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance testing, and the sensor passed per specifications. Performed bicarbonate buffer testing and the sensor failed with high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor triggered the threshold suspend when the customer had high blood glucose. Customer's blood glucose was 123 mg/dl. Customer reported the sensor alarmed calibration error alarms. After troubleshooting, customer was advised that the sensors will be replaced. Customer will not be returning the sensors for analysis.